Event description:
It was reported that, after the patient's implantable pulse generator (ipg) had been programmed into a magnetic resonance imaging (MRI) "safe mode," the patient experienced chest discomfort. The ipg was programmed back into its regular settings, and the MRI was cancelled. The patient's symptoms resolved after the ipg was reprogrammed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).